Manufacturer narrative:
Updated data: the initial report was filed with an aware date of the valve implant. However, additional information was received which indicated that although the representative was present at the implant, the reported issue was not identified until after the case and the representative was first made aware of the event details one day post-operative the valve implant. The additional information also indicated a closure device had been used prior to noting the injury. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve a type b dissection of the descending thoracic aorta just distal to the left subclavian origin occurred. During implant ¿subtle pushing¿ in an attempt to get the inline sheath into a non-medtronic 20fr sheath was required but the valve was successfully implanted without issue. A subsequent computerized tomography (CT) scan identified the dissection. A carotid-subclavian bypass was performed with a successful medtronic stent graft implant to address the dissection. It was unknown if the delivery catheter system (dcs) caused the dissection but was assumed by the physicians. As reported, there was no capsule flare invagination on fluoroscopy after the delivery system was inserted. No additional adverse patient effects were reported.